Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-20134. It was reported that he patient presented in clinic. Device interrogation revealed inappropriate mode switches due to atrial lead noise. Right ventricular lead noise was also observed. The noise on both leads was able to be reproduced with isometric movements.